Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Tested 7pcs retention samples of thread function, all results passed¿ this is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that a pn relion 31g x 6mm 3b tw 50ct was not able to attach to the pen and was difficult to operate during use. The following was reported by the initial reporter: "it was reported that the pen needle will not attach to the kwik pen and the whole needle assembly detached when the pen needle was removed. Verbatim: consumer reported will not attach onto the kwik pen. Son attached onto the pen but when removes from the pen the whole needle assembly goes with it. He has been using the prior relion pen needles for aprox 6 monthsconsumers dad reported the measurement on new relion box says 6mm, 15/64" , .25mm that is .0001" different than his older relion pen needle that was 6mm and 1/4" . Lot # 0140337catalog# 320617date of event (B)(6)2021sample status awaiting sample"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Hold for kp 4.5 it was reported that a pn relion 31g x 6mm 3b tw 50ct was not able to attach to the pen and was difficult to operate during use. The following was reported by the initial reporter: "it was reported that the pen needle will not attach to the kwik pen and the whole needle assembly detached when the pen needle was removed. Verbatim: consumer reported will not attach onto the kwik pen. Son attached onto the pen but when removes from the pen the whole needle assembly goes with it. He has been using the prior relion pen needles for aprox 6 monthsconsumers dad reported the measurement on new relion box says 6mm, 15/64" , .25mm that is .0001" different than his older relion pen needle that was 6mm and 1/4". Lot # 0140337catalog# 320617. Date of event (B)(6) 2021 sample status awaiting sample".